Manufacturer narrative:
Date of event: the exact date is unknown; however, it was reported that the event occurred in (B)(6) 2021. The complainant was unable to report the device suspected upn and lot number; therefore, the manufacture date and expiration date are unknown. Imdrf patient codes e233605 and e0743 capture the reportable event of septic shock and respiratory insufficiency. Imdrf impact codes f0801 and f23 capture the reportable event of intensive care and unexpected medical intervention.

Event description:
Note: this report pertains to one of four devices used in the same patient and procedure. It was reported to boston scientific corporation that an imager ii, nephromax balloon, percutaneous access needle and 8/10 dilator sheath set were used during a left percutaneous nephrolithotomy procedure performed in (B)(6) 2021. The patient experienced septic shock and respiratory decompensation. It was reported that the patient was intubated and was sent to the intensive care unit (ICU).